Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported when doing accesories test the device returns to patient mode. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please submit a supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The customer¿s allegation was verified as the unit would not boot up beyond splash screen, and it continuously kept booting and rebooting. Failure was localized to defective flash memory u39/u40.